Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of a -5.0/0.5/155 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was removed due to excessive vault, significant reduction of iridocorneal angles, and peripheral anterior synechiae. In a subsequent surgery later that day, a smaller length lens was implanted and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
A4-a6:unk. H6 - work order search: no similar complaints within associated lots were found. Claim#: (B)(4).